Event description:
I used fixodent and poligrip from approx 2001 until present. While using these denture creams, I began experiencing numbness and tingling in my extremities. In (B)(6) 2010, I was diagnosed with neuropathy. My neuropathy if permanent and requires continued medical care and treatment. Used twice daily.